Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, it was determined the power supply of the unit was corroded and metallic surface was corroded. Additionally, dust/dirt contamination was found inside the device. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power supply was corroded. There was no patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found that the device cannot be powered on and the power supply is corroded with corrosion on metallic surfaces found and dust/dirt contamination found inside the device at evaluation. There was no evidence of foam particles found inside the assembly. The service center concludes that the complaint was not confirmed. In addition, the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.